Event description:
The customer reportedly received the following results on the aviva system within 10 minutes: 350 mg/dl and 120 mg/dl. On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 268 mg/dl and 124 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.